Event description:
After the device was inserted, x-ray confirmed it was curled. The device was removed for re-placement. The stylet was not removed from the device. The stylet was noted to be punctured through the wall of the device abot 3" from the end. No trauma noted. Pt was intubated prior to this procedure which was difficult. Blood noted prior to device placement. Bleeding stopped after device placement. One pt involved.